Event description:
Pt is weaning from ventilator. Pt had been off the ventilator and an rt was placing pt back on the device. As soon as pt was hooked up, the ventilator started making a loud noise with every breath. Ventilator then started to alarm. On the display screen, it read hw fault. Rt turned vent off and switched pt to another ventilator.